Event description:
It was reported that while using the subject device, the image was dark. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and update to the following field(s): d4, d9, h3, h4, h6 & h10. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on coupler unit, the coupler rattles and cut on cable unit. Based on the results of the investigation, it is likely that most probable root cause is the contacts were not clean, so that the error occurred with the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that while using the subject device, the image was dark. The event was found during reprocessing. There were no reports of patient involvement.